Manufacturer narrative:
(B)(4).

Event description:
It was reported there was far-p wave oversensing on the ventricular channel seen during in-clinic testing. The asymptomatic patient presented in-clinic for a regular follow-up. Programming changes were made. The patient was stable.